Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. It was reported that the patient was going to the bathroom a lot since the day before the report and were wondering if they should make an adjustment. The patient stated they increased to 0.9v the day before the report but it did not help, so they decreased it back down. It was reviewed that once an adjustment was made, they may want to monitor their symptoms because the body adjusts to the settings. Syncing with the programmer showed stimulation was on at 0.7v. The patient stated that they knew how to adjust stimulation, and would increase on their own to a comfortable level, and monitor their symptoms. The patient was redirected to their healthcare provider if the problem did not resolve to discuss a program change. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. It was reported that the circumstances that led to the return of symptoms was that the patient¿s ¿monitor¿ was not working. It was noted that they were getting a new one. No further patient complications are anticipated or expected as a result of this event.